Event description:
It was reported that during a percutaneous transluminal angioplasty a balloon rupture occurred. The 100% stenosed target lesion was located in the calcified and moderately tortuous unspecified vessel below the knee. The 1.5mm x 20mm x 143cm coyote es mr balloon was inflated and ruptured at rated burst pressure. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).the device was not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was further reported that the device was removed intact.

Manufacturer narrative:
(B)(4).